Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) output connector assembly was damaged, and a broken pin was found in side the connector. It was also indicated that the hanger assembly was broken, and the keypad was scratched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a loose ventricular connector. The epg was returned for service. There was no patient involvement.